Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a loss of external power events was confirmed via the log file analysis. The mobile power unit (mpu) (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted (20240220_123019) for review that showed events spanning approximately 3 days (17feb2024 ¿ 20feb2024 per timestamp). Several loss of external power events were active on 17feb2024 from 07:25:18 - 20:52:33 that were associated with no external power, low power hazard and power cable disconnect alarms. These events appear to be due to a loss of ac power while connected to the mobile power unit. Pump operation was not affected, and the backup battery supported the system during these events. No other notable alarms were active in the log file. Additional information provided on 20feb2024 stated the mpu has a v-lock connector on the ac power cord. Additional information provided on 22feb2024 stated the power cord came loose at the wall outlet, and that no product would be returned for analysis. The root cause for the reported event was determined to be due to the power cord coming loose at the wall outlet. The device history records were reviewed, and the records revealed the mobile power unit (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 31jul2023. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was seen for a routine visit. The event log files were reviewed and on (B)(6) 2024 at 20:52 a replace backup battery (ebb) alarm was observed. A self-test was performed, and no new alarms occurred. Some low voltage hazard and external power loss events were also captured. The patient was reeducated on power changes. The event log files captured 3 no external power events on (B)(6) 2024 while tethered to the mobile power unit (mpu) which appeared to be due to a sudden loss of power across both power leads rather than on lead disconnect followed by a second disconnect that appeared to be a power source change. Motor function was not affected during this event. It was noted that the patient was unable to recall the third occurrence of the no external power. The ebb fault event observed occurred during one of the no external power events. The ebb fault alarm was self-corrected and did not recur. It was noted that the patient had the locking version of the mpu ac power cord. The patient recalled these events. The patient also noted that the mpu was once knocked out of the wall on one occurrence, but also noted that they were on battery power another time. The mpu ac power cord came loose at the wall of the unit. There was no environmental circumstance that affected ac power at the time of the event. The mpu was not exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.